Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The reported problem was cooling malfunction. When tested the device, black screen occurred. Also, low flow problem was confirmed. Control panel, mixing pump and circulation pump were defective. Replaced these parts and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). Correction: d, f, h. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated onsite. (Arctic sun 5000) 113 reduced water temperature control was displayed during the evaluation. Mixing pump was replaced. Low flow problem identified. Black screen occurred. Circulation pump was replaced. Control panel was replaced. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The reported problem was cooling malfunction. When tested the device, black screen occurred. Also, low flow problem was confirmed. Control panel, mixing pump and circulation pump were defective. Replaced these parts and the issue was resolved.